Event description:
It was reported that death occurred. It was noted the patient had a pleural effusion, and renal failure with a creatinine level of above 4.0 prior to the procedure and overall condition was not optimal per the physician. A left atrial appendage (laa) closure procedure was being performed. Since the start of the index procedure, the patient's heart rate was noted to be high at 120bpm, occasionally rising to 150bpm. As the heart rate increased, the blood pressure decreased, but no pericardial fluid accumulation was observed so the condition was treated with vasopressors, fluid loading, and an antiarrhythmic drug. The intraprocedural left atrial pressure was also high, suggesting this was due to worsening heart failure. A 35mm watchman flx pro delivery system and closure device (wds) was inserted and deployed but did not meet release criteria so it was recaptured and removed. A 40mm wds was inserted, deployed, and implanted after meeting release criteria. Heart rate was noted to decrease at the conclusion of the procedure, so a decision was made to introduce an intra-aortic balloon pump, and the patient was transferred to the intensive care unit (ICU). The patient died approximately five (5) days post index procedure. The presumed cause of death are either non-occlusive mesenteric ischemia (nomi) or sepsis. The physician concluded that it was not due to cardiogenic shock or due to the watchman procedure or device.